Event description:
Per the clinic, the patient experienced poor performance with the device. Subsequently, the device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on august 3, 2022.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on september 22, 2022.